Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2022. D6b: explant date: 2022. Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8216500. Model: sc-8216-50. Serial: (B)(6). Batch: 7048866. UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. It also mentioned that the patient developed a staph infection. The patient underwent a spinal cord stimulation (scs) explant procedure. No further information has been obtained.